Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant of the ventricular assist device (vad) the patient has had intractable ventricular tachycardia (vt). Ablation was attempted without success. A cannula was placed for temporary right ventricular support. The vad was explanted and the patient received a transplant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. No device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of controller log files could not be performed as log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. If information is provided in the future, a supplemental report will be issued.